Event description:
Per complaint report: a tee showed paravalvular leak and regurgitation. During explant, no paravalvular leak was noted. No vegetation or endocarditis was noted at explant on the valve or annulus. No leaflet impedement was noted. Cultures were negative for endocarditis. The valve was replaced with a 23aj-501.